Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that they had to have their stimulator removed. Patient said that they needed an MRI but no one in their new state would give them an MRI. Patient stated that the stimulator didn't work for them anymore, and they wanted to have it removed. Patient said that the stimulator have never worked for 2 years now. Patient said that the bladder one was trying to come through their skin anyway, so they didn't want it and the ins was bothering them. Patient said that their doctor removed their stimulator but they no longer have any contact with their hcp. Patient said that their bladder stimulator was removed on (B)(6) 2025. Patient asked what to do with their external equipment. Agent reviewed with the patient that they can dispose of the external equipment according to their local government guidelines for electronic waste.

Manufacturer narrative:
H1: updated to reflect device malfunction due to additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the device worked correctly. Symptom control decreased considerably over time. They reported it was unknown if this was caused by normal battery depletion. They reported that what likely caused or contributed to this issue was that their symptoms became worse over time. They also moved to (B)(6) and were refused an MRI with the stimulator. They reported that steps taken to resolve the issue included that on (B)(6) the stimulator was removed for MRI and shoulder replacement. They reported the issue had been resolved.

Manufacturer narrative:
H11: correction submitted to update removal of device codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.